Manufacturer narrative:
Follow-up # 1 date of submission 12/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: a visual inspection of the pump revealed that there was no debris in the cartridge compartment. The pump powered on to the verify screen with audible and vibratory features. The pump successfully completed a rewind and load cartridge sequence and the cartridge was primed to 190 units. The cartridge was removed from the pump and the investigation was able to verify that the cartridge was at 190 units. The cartridge was reinstalled and the rewind and load steps were performed again. The piston stopped at 195 units and the display correctly read 190 units. The remaining insulin reading was found to be calculated and recorded correctly. The initial complaint about an insulin remaining reading issue was not duplicated during investigation. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.